Event description:
Caller alleged false positive tni (troponin) results. Results as follows: pt's admitting diagnosis was elevated troponin and weakness. Final diagnosis: unk.

Manufacturer narrative:
Investigation pending.